Manufacturer narrative:
(B)(4). The carefusion factory service department evaluated and tested the alleged faulty user interface module (uim) for several days without reproducing the reported failure thus a root cause was not identified. As a precaution, the carefusion factory service department replaced the control board and ran the user interface module through a complete checkout to ensure it meets all factory specs. Upon completion of user interface module was returned to the customer to reinstall and return the device back into service.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). "The biomed is sending uim [user interface module] sn #(B)(4) in for repair. During pre-use, the touchscreen display is dark on cycle on. The leds are lit and audible alarm is present."